Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. No atrial lead noise was seen at the time of the procedure, and no intervention was performed. There were no adverse health consequences, the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-46558. It was reported that oversensing noise was noted on a remote transmission. It was suggested to bring the patient into the clinic for further assessment. No patient symptoms were reported.